Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged and was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode and adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to a broken wire from the connector in the cable. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.